Event description:
Patient has limited range of motion and is unable to fully extend the leg. Revision surgery occurred to perform a lateral release and exchange the poly inserts.

Manufacturer narrative:
Patient has limited range of motion and is unable to fully extend the leg. Revision surgery occurred to perform a lateral release and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.